Event description:
It was reported that the arch did not move and it was locked. The system was in clinical use at the time of event. No harm to the patient has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) inspected the system remotely and confirmed that the arch does not move, it is locked. The rse suggested to replace the fuse and customer opened the cabinet and found the fuse f1 (fs-sp) blown in the geo I/o box. The customer changed the fuse. After changing of the fuse, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Device problem and evaluation method code were corrected.